Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a declotting treatment procedure, removal resistance and a tip detachment occurred. The indication of procedure was to declot a dialysis graft located in the non-tortuous left upper arm. This 8-4/5.3/75 ultra-thin sds balloon catheter was advanced and inflated/deflated several times with the use of a syringe. When attempting to remove the catheter from the patient, resistance was experienced withdrawing into a 7f non-bsc introducer sheath. As a result, the catheter separated 1cm distal to the balloon. The detached tip was still located over a starter guide wire. The physician used a snare to capture the detached tip and remove everything from the patient successfully. The dialysis graft was successfully treated and the procedure was completed. No further patient complications were reported and the patient's status is fine.